Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was suspending insulin delivery multiple times. Customer's blood glucose was 70-90 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, customer did not respond.